Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user facility reported a complaint to customer service on 29-jun-2021 for a "no video image" that occurred in the united states involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4). The user responded to customer service good faith effort questions on 29-jun-2021 and the user stated that the event was reported to occur during use. There was no report of death, serious injury, or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 06-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the user complaint but did document the following inspection findings on 08-jul-2021: insertion tube perforation at stage 1, leak at insertion tube stage 1, light carrying bundle bundle has less than 70% transmission, primary operation channel resistance, insertion tube buckles at stage 1, biopsy insulation ring deformed. The device underwent replacements for the following components: o-rings and seals, distal end assy with tubes, light guide fiber bundle (lcb), adjusting collar, bending rubber, distal attaching plate, distal attaching screw, insertion flex tube, segment attaching screw, angle wire, rl pulley assy, ud pulley assy, remote control button, root brace rubber imp-1. Model ec-3890li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 23-feb-2010. The endoscope was approval by final qc on 15-jul-2021 and was delivered to the customer under delivery order (B)(4).